Event description:
In (B)(6) 2016 I underwent breast augmentation with mentor memory gel implant. In (B)(6) 2017 I noticed a significant decline in my health: lethargy, fatigue, loss of appetite, loss of strength, back pain and feeling cold for weeks which I thought was because of low body fat (as I was preparing for a body building competition). These symptoms became prevalent again in (B)(6) 2018 where I underwent a series of blood tests and was prescribed calcium with vitamin d pills for a few months. From (B)(6) 2018 to (B)(6), I not only felt these same symptoms (but worse), I also had strep throat 4 times and the flu once which resulted in a tonsillectomy where my ent doc mentioned my "big thighs" as in thyroids. At the time, I thought it was because I had moved from (B)(6) and was adjusting to the climate change. Again in (B)(6) 2019, I began feeling sick and tired. This time, I did not consult a doctor as I could not bare more undiagnosed results. However, my symptoms persisted and I fell severely ill in (B)(6) 2020. I remember documenting my feelings in my (B)(6) videos and explaining my symptoms to my husband and co-workers. I began catching mild fevers, short of breath, loss sense of smell and everything tasted like dirt (I imagine) and even lost my voice but did not have the flu. I thought perhaps I may have caught covid because both myself and my immune suppressed, special needs child we're extremely sick with no flu (tested negative). I went to the doctor but was told to come back in 30 days if symptoms persisted. Well, fed up, I decided to give up on the doctor and live with my new common symptoms. Unfortunately, my allergies flared up in (B)(6) and I needed claritin (because of my job, I am not allowed to buy over the counter meds, I must be prescribed them from my doctor), so I called for meds. In the week I was waiting for meds (still experiencing all previously listed symptoms, occasional breast tenderness and pain, and depression), I was woken one night by a severe chest pain which felt like a heart attack followed by tingling in my left arm and face, so I went to the ER. An EKG, chest x-ray, and cat scan all came back normal. I also had a series of blood test done similar to (B)(6) 2018. I followed up with my pcm that week and got more blood work and a referral to see a cardiologist. The cardiologist ran an echo cardiogram and all came back normal (as suspected). However, my blood work was consistent with the blood work from the ER and showed no signs of thyroid issues, but high wbc and low gfr. I have no faith that my pcm will diagnose me with anything more than needing more greens in my diet (which I eat twice a day as a bodybuilder). In the kitchen today, (B)(6) 2020, I was stopped in my tracks by breast pain, in comes my suspicion of having breast implant illness. After hours of research I found (B)(6) and this FDA report site in hopes of helping discover what I feel should be a diagnosis. FDA safety report ID # (B)(4).